Event description:
Collet of mics came off. Case type / application: (B)(4).

Manufacturer narrative:
An event regarding disassociation involving a mako mics was reported. The event was not confirmed because the product was not available for inspection. Method & results: -product evaluation and results: could not performed as device not received for inspection. -clinician review: no medical records were received for review with a clinical consultant. -product history review: there have been other complaints with similar event(s) for the lot referenced. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.